Event description:
It was reported that a patient underwent a gynecological procedure and mesh was implanted. The patient experienced recurrent urinary tract infections and voiding dysfunction for six months. Blood was found in the patient's urine on dipstick. A cystoscopy was performed (B)(6) 2012 which demonstrated mesh erosion into the bladder. The patient underwent mesh excision from the bladder via a vaginal approach on (B)(6) 2012 and is expected to remain in the hospital for ten to fourteen days with a catheter.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.